Manufacturer narrative:
Investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The hm3 lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). Approximate age of device - 1 month, 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired due to bleeding. The patient did not wake up after lvad implant procedure and started bleeding out of all wounds and died. The outcome was not associated with device or therapy issues. No autopsy was performed and the device was not explanted.